Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they went to the hospital with unexplained high blood glucose of 699 mg/dl and diabetic ketoacidosis. At the time of the call, the customer had blood glucose of 323 mg/dl. The customer indicated that their doctor found that the cannula was bent and ran a self test which passed. Troubleshooting advised customer to perform a bolus in the air which the pump recorded. The customer was advised that the pump was working as designed and if the problem persists to call the helpline again.